Event description:
I had to get a shoulder MRI with contrast. Prior to this incident I had gotten several mris for various sports injuries including twice for acl tears of knee. Never before I had issues getting an MRI. I would go in the machines no problem and literally just not be bothered by it at all. I didn't need like listening to the music in there. I was completely fine getting MRI's until that point. So, this time, my shoulder was restrained as part of the procedure. I was also having slight breathing problems that day. The technician insisted that I was moving ever so slightly even though I was perfectly still. My wife can attest to that as she was there with me as well. After two hours of that I had to leave as I couldn't do it anymore. I had to go back in again for two more of that ordeal. After that needless to say, I became traumatized with MRI's. Every time I go in there now, there's a trigger that brings back my terrible experience. I've even postponed my shoulder surgery because of that. I've tried open MRI (which wasn't that great) to no avail. The reason why I am writing now is because I recently learned from someone that I can file an incident report like this. I am due for a new MRI in a few days to get my shoulder case resolved finally. I hope you take my issue with much seriousness as I imagine many others face the same problem as I do. Another point is that I am also not a large individual weighing roughly (B)(6). I can only imagine what it'd be like for heavier set people to be stuck in that tiny machine. Please feel free to contact me if you would like more input from me. I think I'd make a very good case study.